Event description:
Right-side seroma, rupture, capsular contracture, baker grade, 1, and pathology report provided positive alcl per physician statement. Upon review of actual once provided by physician, cd30 was called a rare findings, which per nccn guideline is not conclusion alcl. Updating to suspected alcl pending any lab results provided by md and will update.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Capsular contracture is a known inherent risk of procedure. "A suspicious mass requires tissue biopsy and evaluation. Specimens should be sent for cell morphology by cytology, cd30 immunohistochemistry, and flow cytometry for evaluation, quantification, and characterization of t cells within the specimen. Cd30 immunohistochemistry is a fundamental part of the diagnostic tests for bia-alcl, but is not, by itself, pathognomonic because cd30 expression is nonspecific and cd30 can be expressed on benign inflammatory cells. Scant or rare cd30 positive lymphocytes with normal morphology is considered a normal finding and does not require further investigation. 15,16 the diagnosis of bia-alcl requires careful clinicopathologic correlation, and physicians should include a relevant clinical history and directions to the pathologist to exclude bia-alcl." Because normal immune t cell populations do express some cd30, the full diagnosis requires ubiquitous expression of cd30+ cells, and requires flow cytometry and cell block analysis to confirm a single population of cd30+ cells with anaplastic morphology for full diagnosis. See figure 1 in the guideline. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Updating to confirm alcl per additional labs provided on (B)(6) 2023.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side seroma, rupture, capsular contracture, baker grade, 1, and pathology report provided positive alcl.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.